Event description:
It was reported the declot procedure was being performed in the pt's graft in the surgical suite. During use, the ptd basket smelled like heated metal and a part of it snapped off. As a result, a new device was used to complete the procedure. There was no delay in treatment and no pt death or complications reported. (B)(6) 2014, f/u info states the ptd broke at the rotating shaft. They believe it may have broken within the rotator.

Manufacturer narrative:
(B)(4).